Event description:
A pt had a broken occluder foot on a transfer set. Affiliate noted that the pt was hospitalized because "they weren't feeling well". During hospitalization, the pt was diagnosed with peritonitis. Per the affiliate, the pt expired during hospitalization. According to the autopsy, the cause of death was a hernia, not peritonitis. No further info was provided by the affiliate.